Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. The patient reported getting welts and an irritating rash from the lifevest. He reported that the rash could also be from his new medication, prescribed around the same time the patient started wearing the vest. During a follow up, the patient's wife reported that the patient spoke to his doctor who recommended the patient clean his garment more and clean the electrodes. Upon following these instructions, the rash improved.